Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an a-v access application. On (B)(6) 2011, the pt presented with a right hand pain. On (B)(6) 2011, the pt's arm was swelling and it was determined pt was experiencing arterial steal syndrome. On (B)(6) 2011, the graft was ligated.

Manufacturer narrative:
The investigation is currently in progress.